Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a coronary artery. A 20 x 3.00 promus premier drug-eluting stent was selected for use. However, during introduction, it was noted that the tip of the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.